Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01676 and 2134265-2018-01678. It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. After ablation was performed using a 2.00mm rota burr, checking was performed using a non-bsc intravenous ultrasound catheter and it was noted that a previously implanted stent in the protruding part of the target lesion was deformed by the 2.00mm rota burr. A 10/3.00mm flextome¿ cutting balloon¿ was advanced for dilation. However, during the inflation at 16 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 10/3.00mm flextome¿ cutting balloon¿ was advanced for dilation. However, during inflation at 6-8 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was simply removed from the patient. A non-bsc drug coated balloon was then used to complete the procedure. The lesion was checked by intravenous ultrasound. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 4mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01676 and 2134265-2018-01678. It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. After ablation was performed using a 2.00mm rota burr, checking was performed using a non-bsc intravenous ultrasound catheter and it was noted that a previously implanted stent in the protruding part of the target lesion was deformed by the 2.00mm rota burr. A 10/3.00mm flextome¿ cutting balloon¿ was advanced for dilation. However, during the inflation at 16 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 10/3.00mm flextome¿ cutting balloon¿ was advanced for dilation. However, during inflation at 6-8 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was simply removed from the patient. A non-bsc drug coated balloon was then used to complete the procedure. The lesion was checked by intravenous ultrasound. No patient complications nor injuries were reported.